Manufacturer narrative:
Note: please do not contact reporter/client. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink administration set became dislodged from the medication port of a solution bag and caused a leak of solution. After inserting the tubing spike into the solution bag, air was noted in the tubing while the nurse was attempting to prime the set and minutes later the tubing became dislodged from the medication port of the suspended bag, which caused the contents to pour out. The incident occurred during training. There was no patient involvement. No additional information is available.